Manufacturer narrative:
The reported field event of backup vvi was confirmed in the lab. Telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested. The device functionality was found to be normal. The reset could not be reproduced in the lab; hence the root cause of the event remains undetermined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the device was interrogated and revealed the device was in backup operation. The device was replaced prior to implantation. The patient was stable with no consequences.